Event description:
The physician used a tracer hybrid wire guide during an ercp procedure with stent placement. A fusion sphincterotome was used over the pre-positioned wire guide to access the common bile duct. After cannulation the spincterotome was removed. During removal of the spincterotome the physician felt resistance. A graduated dilator was then loaded over the pre-positioned wire guide. As the dilator exited the distal end of the endoscope the coating on the wire guide was being pushed forward by the dilator. The dilator was removed from the endoscope and another tracer hybrid wire guide was introduced into common bile duct using a catheter. The first tracer hybrid wire guide was then removed. No portion of the coating detached inside the pt. An injury to the pt was not reported.